Manufacturer narrative:
(B)(4).

Event description:
It was reported that a communication issue occurred. Data was evaluated and the allegation was confirmed as a signal loss over an hour. The probable cause of signal loss could not be determined. The reported event of communication issue is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.